Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini trays were failed and could not be recovered. The field service engineer (fse) identified that all mini drawers were failing and discovered a large spill that had affected the drawers, causing them to become sticky. The fse performed thorough cleaning of all drawer components, including the engines, mini trays, and internal ladder mechanisms, to remove residue and restore proper movement. The fse verified functionality after cleaning and confirmed that all drawers were operating correctly. The fse followed up to ensure no residual sticking remained and confirmed that drawer operations continued without issues after service completion. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to recover the mini trays, and the issue persisted despite a restart, all internal connections appeared to be secure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.